Event description:
This is a spontaneous case report received from a consumer via regulatory authority (case# mw5034285) in united states on (B)(4) 2014 which refers to herself who had essure (ess205) inserted in 2005. Consumer reported that she had essure implanted 9 years ago, from the time of the report (implying 2005). She also reported that the expiration date of essure was 01-jan-2030. On unspecified date, she started experiencing terrible pain her lower left back, a little more to the left side then the spine and the left front side of her lower abdomen with a throbbing sensation (pain to the bone) in her left thigh. She didn't sleep for 7 months. She had an MRI done that showed nothing abnormal in her spine. She had an ultrasound of abdomen area done and those results also showed nothing abnormal. She decided to have an x-ray of her lower abdomen to see essure coils; the left coil looked to be much higher than the right one. The right coil looked just like a fish hook. The physician that implanted them 9 years ago said that they didn't look right. She had a surgery to remove them on 2013. It was found that the left coil was deep into her uterus; physician was able to get it out of her uterus then cauterized it. She thought that may have been the cause of her pain. Consumer reported that they removed her tubes and ovaries. One month later, she still experienced the same burning/inflamed pain on her left back but the front pain has gone away since removing the embedded coil. She opened the containers and realized that only the inner coils were given to her by pathology. She asked to her physician where the outer coils were and after asking her physician reviewed the pathology report and it read that there was metal in the right fallopian tube, apparently it was the outer coil, but no mention of the left outer coil. She had an x-ray scheduled to see if it was embedded somewhere that is causing her constant pain. Consumer stated that it has been a physically and emotionally exhausting 7 months. She also reported that she found out that these coils have toxic materials in the pet fibers and are sterilized in a toxic solution. (B)(6) 2013 was reported as an event date but not assigned to one of the events. Consumer also reported other serious (medical important events) as seriousness criteria but assigned to one of the events as well. Ptc investigation result was received on (B)(4) 2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a reported product quality issue (breakage). In this particular case, also surgical removal of coils was reported, based on the available information at this point in time it is not clear if the reported breakage occurred before or in course of surgery. The technical assessment concluded "unconfirmed quality defect". The reported adverse events considered related are known possible undesirable events and are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the (B)(4) database for a more detailed statistical medical evaluation is possible. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and experienced the left coil was deep in my uterus, right one looked just like a fish hook and suspicion that part of essure was embedded somewhere. This case is not medically confirmed. These events are considered serious due medical importance and listed in the essure reference safety information. In this particular case essure was implanted in 2005. After a non-specified period, consumer started experiencing terrible pain her lower left back. During the investigation, aforementioned serious events were reported. A surgery was performed to remove essure. Given the information provided, causality between reported serious events and essure use cannot be excluded. Surgical intervention was reported, hence this case is regarded as incident. Product technical analysis was performed and concluded that there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up attempts were not performed since no contact information was provided.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs